Event description:
Upon the dialyzer alarming "blood leak," the dialysate was noted to be tinged pink. Dialysis was discontinued. The pt lost 200 cc of blood but suffered no other related problems. Add'l event date shown as 2/26/94.